Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reported a broken latch. No patient involvement.

Manufacturer narrative:
After further review the file is revised to non-reportable malfunction.

Event description:
Received unit, broken latch. Replaced latch. Passed pm checks. Verified functionality to be within tolerance and rts. No patient involvement.